Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the black box review verified cs 054/052-0001 alarms on the date of 01/26/2014 to 01/29/2014. The pump booted with audio/vibration and dim screen, the unit was reprogrammed with a new software code, the pump booted to verify screen with no alarm observed. The time and date was not accurately set at start of investigation. Investigators did not perform pump rewind, load, and prime due to cs 054-0001. There was no evidence of moisture/corrosion was found inside pump. The rf transceiver flex was intact and secure to pcb connector and verify no trace cracks.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.